Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Previously reported 'mw5091405'.

Event description:
Early structural degeneration of a st jude trifecta #23 bioprosthetic aortic valve, implanted on (B)(6) 2017 by open surgical avr, now with severe aortic insufficiency requiring re - intervention (likely valve - in - valve tavr).

Manufacturer narrative:
As reported in a FDA safety report, aortic insufficiency requiring re-intervention was found in a trifecta valve implanted in 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.